Event description:
On october 14, 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately five-minutes into the procedure, the prolieve system displayed a "low-water" pressure reading. The physician utilized another prolieve catheter to successfully complete the procedure. In addition, it was observed upon device removal, the prostatic balloon was ruptured. The balloon was intact and no parts were broken off. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.